Manufacturer narrative:
Inspected three opened or used sensors and found 2 of 3 sensors with cannula bent retracted inside sensor 3er sensor broken missing broken part see attached picture for details.

Event description:
Customer's father reported via phone call that sensor damaged during insertion. The customer reported that sensor looks very short. Customer states the led blinked on and off. Customer's blood glucose value was 8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.